Event description:
The patient received the scs system on (B)(6) 2009. It has been reported the patient has been experiencing difficulty initiating a communication between the ipg using both the patient programmer and the charging system. The patient is without stimulation. In order to resolve the issue, a surgical intervention is pending.

Manufacturer narrative:
This ipg serial number is included in a field advisories. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.